Event description:
It was reported that the customer fell and cracked the touch screen. Reportedly, the touch screen is blacked out. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation; should additional information be received a supplemental form will be completed.